Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric to pancreas to treat a 13cm pseudocyst with almost no visible necrotic debris in the collection during an endoscopic ultrasound (eus) procedure performed on (B)(6) 2024. Reportedly, the physician was using the eus method of deployment where the second flange of the stent is deployed in the scope, and then the stent is released from the scope by advancing the catheter and retracting the scope in a 1:1 fashion. During the procedure, first stage of deployment was completed, however, it was noted that the first flange of the axios stent did not immediately open up off of the catheter. After waiting 10-15 seconds, the first flange did open up. The flange was then pulled back to the cyst wall in standard fashion and locked in place. The second flange was then deployed inside of the eus scope. The physician then began to actuate the catheter to push the stent out of the scope, and the stent was pushed into the pseudocyst. At this time there was no way to retrieve the stent. A second hot axios 20x10mm stent was used to complete the procedure. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a1502 captures the reportable event of stent positioning issue. Imdrf impact code f2301 captures the additional device required to complete the procedure.

Manufacturer narrative:
Block h6 (patient codes and device codes) has been corrected. Block h6: imdrf device code a1502 captures the reportable event of stent positioning issue. Imdrf impact code f2301 captures the additional device required to complete the procedure. Block h11: investigation summary: based on the available information, boston scientific could not confirm the reported event of stent positioning issue. The complaint device has not been returned for analysis. Without proper evaluation of the device, it is unknown if the reported event was due to the technique used during the procedure, anatomical conditions or related to device malfunction. However, stent positioning issue is noted within the instructions for use (IFU) as a possible adverse event associated with the use of the device. Device history records review: a review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. Device technical analysis: the complaint device was not returned for evaluation as the device remains implanted; therefore, a technical analysis could not be performed. Labeling review: a labeling review was performed and, from the information available, there is no information that this device was used in a manner inconsistent with the instructions for use (IFU)/ product label. Additionally, stent positioning issue is noted within the IFU as a possible adverse event associated with the use of the device. Risk review: a risk review was completed and confirmed that the reported event of stent positioning issue was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on the available information, there is not enough evidence to confirm the reported events. Due to the lack of evidence and without proper evaluation of the complaint device, cause not established is selected as the most probable root cause.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric to pancreas to treat a 13cm pseudocyst with almost no visible necrotic debris in the collection during an endoscopic ultrasound (eus) procedure performed on (B)(6) 2024. Reportedly, the physician was using the eus method of deployment where the second flange of the stent is deployed in the scope, and then the stent is released from the scope by advancing the catheter and retracting the scope in a 1:1 fashion. During the procedure, first stage of deployment was completed, however, it was noted that the first flange of the axios stent did not immediately open up off of the catheter. After waiting 10-15 seconds, the first flange did open up. The flange was then pulled back to the cyst wall in standard fashion and locked in place. The second flange was then deployed inside of the eus scope. The physician then began to actuate the catheter to push the stent out of the scope, and the stent was pushed into the pseudocyst. At this time there was no way to retrieve the stent. A second hot axios 20x10mm stent was used to complete the procedure. There were no patient complications reported as a result of this event.